Event description:
(B)(4). Summary: a (B)(6) boy presented with a right temporal tumor with extension into the cavernous sinus and along the root of the trigeminal nerve up to the protuberance. Six weeks after removal of the temporal part of the tumor, the patient developed medically refractory trigeminal pain associated with tumor progression into the posterior fossa. The authors decided to remove the tumor from the cerebellopontine angle and residual tumor in the pericavernous area and then gave postoperative radio-and chemotherapy. Five months later, the patient developed unbearable refractory neuropathic pain characterized by a burning sensation in the first and second trigeminal areas. After a multidisciplinary discussion, motor cortex stimulation (mcs) was recommended. Following implantation; the mother estimated a 75% reduction in the child's pain at 48 hours postoperatively, which continued until the child was pain-free. Reportable event: the authors reported that the patient remained stable for 12 months, at which point he developed a superficial infection of the wound, around the connection between the lead and the extension, which required removal of the material, administration of antibiotics, and then placement of a new device. No infectious extension was seen epidurally or subdurally. There were no clinical signs of meningitis. During the 3-month period without stimulation, the patient again experienced severe pain with the same characteristics as those before the first implantation. The pain again disappeared after implantation of the new device. Since this second implant, there has been no tumor progression and our patient remains pain free.

Manufacturer narrative:
Lead model 3998; implant/explant date unknown. Lot/serial #: unknown. Extension model unknown; implant/explant date unknown. Lot/serial #: unknown.